Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The right ventricular (rv) lead was explanted and replaced due to twiddler's syndrome which caused the rv lead to dislodge. The patient was stable with no adverse consequences.